Manufacturer narrative:
The insulin pump had blank display due to faulty mother board unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery out limit alarm, off no power alarm due to blank display. Pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display anomaly, off no power alarm and battery out limit alarm on the insulin pump. Customer¿s blood glucose level was 67 mg/dl. Customer received the off no power alarm and the insulin pump went blank. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery and the device remained blank. Customer was advised the battery out limit alarm would occur after the device was put to rest. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.